Manufacturer narrative:
The insulin pump was received with partial display. Unit received with a cracked lcd screen. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to cracked glass. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that pump lcd screen was broken. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.